Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the left ventricular (lv) lead had sudden increase of pacing impedance measurements. The patient had no adverse consequences.